Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
Device was sent in for service and at manufacturer facility it was found that the housing is fractured and upper housing is detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
Device was sent in for service and at manufacturer facility, it was found that the housing is fractured and upper housing is detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, it was confirmed that the upper plastic portion of the housing was separated from the lower housing. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact such as being dropped. Device was placed in parts retention.